Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified baxter technician. Upon evaluation, a deviation of replacement scale was identified. To resolve the issue, a calibration was performed. A short simulated therapy was successfully performed. The event history log review showed that the treatment was interrupted after the alarm "b1897-replacement scale load cell mismatch" was triggered. The machine stopped and went into therapy recovery. The machine rebooted itself; however, the user did not manually return the blood. The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapeutic plasma exchange (tpe) therapy using a prismax machine, the machine shut down and could not be restarted. The filter set was observed to be clotted. Treatment was ended without the extracorporeal (ec) blood being returned to the patient. Approximately 200 ml of blood loss was reported and a blood transfusion was required. At the time of this report, the patient was still hospitalized due to an unrelated indication and was recovering.